Manufacturer narrative:
(B)(4).

Event description:
It was reported that:"swg kinking and hard to advance." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The photo showed a guide wire within the advancer tubing. The straightener tubing and end cap were not attached to the assembly. No evidence of damage can be observed in the customer photo. The customer also returned a guide wire assembly within an opened kit. The guide wire was returned within the advancer tube. The straightener tube and end cap were missing from the advancer assembly. No obvious evidence of use was observed. The guide wire contained one slight bend towards the proximal end. The distal j-bend was intact. Microscopic examination confirmed the bend. Both welds were present and were observed to be full and spherical. The bend in the guide wire was located 30mm from the proximal tip. The overall length of the guide wire measured 600 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.807 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory arrow raulerson syringe (ars)/18ga introducer needle subassembly to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both welds were secure and intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit (s-25703-113a) describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained a minor bend towards the proximal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that:"swg kinking and hard to advance." There was no reported patient harm or consequence.